Event description:
It was reported that during a haemorrhoidopexy according to longo procedure, a sequence of staples were only partially fired. Pt had to be rehospitalized due to an infection at the stapling site. Completed the procedure using ligatures to stop the bleeding. Pt left the hosp and current status is stable.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition, with 13 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stoke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigaiton is warranted. A batch record review was performed and no anomalies were found during the mfg process.